Event description:
The end user reported that medical attention was sought on (B)(6) 2016 at 9:00 pm after she was unable to perform a blood glucose test with her prodigy diabetes meter due to her test strips would not respond. The end user was discovered incoherent by her daughter who called the paramedics. The paramedics attempted to perform a blood glucose test with her prodigy meter but were unsuccessful since the ts would not respond properly. The end user was transported to the ER and refused to provide any further details related to the medical event.